Event description:
It was reported that spectrum iq pumps ¿failed¿ during treatment. Two chemotherapy drugs were running in separate pumps programmed to run over a two-hour period. The oxaliplatin finished on schedule but the leucovorin still had half a bag left after two hours. On an additional pump, a hydration was run at a rate of 999ml/hr, and the bag was down only 100ml after half an hour. The events occurred in the chemotherapy infusion unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.